Manufacturer narrative:
Concomitant medical products: rlt231412j/(B)(4), pxl161407j/(B)(4), pla260300j/(B)(4). Device UDI: lot/serial: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system. After the endoprostheses were deployed successfully, an imaging suspected a proximal type I endoleak, so that the physician elected to implant an aortic extender component to treat the endoleak. The aortic extender component was deployed and when touch-up ballooning was performed, the infra-renal abdominal aorta was ruptured. The physician attempted to implant another aortic extender component to repair the rupture. Upon insertion of a delivery catheter, the existing aortic extender component unintentionally moved proximally (with unknown distance). Endovascular repair of the abdominal aortic rupture was not successful, and the physician converted it to open repair, and the abdominal aorta was surgically replaced. The patient tolerated the procedure. It was reported that the abdominal aorta was calcified and the touch-up ballooning was performed a bit too strongly, which may have contributed to the abdominal aortic rupture.